Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the hp having her recycle the machine. The tsr informed the hp to use a manual bag or start over using new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2011. The patient stated the following: nothing was seen with the supplies that would have caused the alarm and manuals were used to complete therapy. The sample was discarded and a companion sample and lot number was not available as the box of cassettes was used for therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4): the reported condition was not confirmed due to sample unavailability and the cause could not be determined using investigation information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).